Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported slda cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the clip detaching from one leaflet. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. Imaging was challenging throughout the entire case. One clip was successfully implanted. A second clip delivery system (cds) was advanced however post deployment the clip detached from the posterior leaflet (single leaflet device attachment (slda)). The procedure was completed with the mr reduced to 1-2+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.